Event description:
Pt. Was in radiology for procedure. Was placed on ventilator unit with rr=6. Unit failed to cycle and oxygen saturation began to decline. Was immediately removed from the ventilator unit and manually bagged until placed back on regular ventilator unit in ICU. Followup investigation disclosed that the wrong type of tubing was used, resulting in a leak in the expiratory charge line which prevented the unit from cycling properly. Followup by biomedical personnel indicated the machine functioned properly when the correct tubing was used, final evaluation is pending however since documentation on the machine (which is old and no longer manufactured to our understanding) is incomplete. The machine remains out of service at this time.